Manufacturer narrative:
Additional manufacturer narrative: although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. The device was not returned for evaluation, as it remained implanted. Therefore, the root cause for the calcification and regurgitation remains indeterminable. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. See report number 2015691-2017-03507 for the aortic valve.

Event description:
Edwards received notification that this (B)(6) female with a 21mm pericardial aortic valve implanted in the aortic position and a 27mm pericardial mitral valve implanted, underwent a double valve in valve procedures after an implant duration of 16 years and 4 months due to valves calcific degeneration. Per the medical notes received, the aortic valve had thickened leaflets, moderate stenosis (mean/max gradient 23/40mmhg), moderate to severe intraprosthetic regurgitation and pvl and the mitral valve had thickened leaflets, severe stenosis (mean gradient 14mmhg) and severe intraprosthetic regurgitation. A 23mm transcatheter valve and a 29mm transcatheter valve valves were implanted within the aortic and mitral valves respectively both through transapical approach and both with good result.